Event description:
Subsequent to the initial MDR, a correction is required,

Manufacturer narrative:
(B)(4). Please disregard the selection of the date 06-05-2023 for the g3 date received by mfg for the submission under core ID (B)(6). The correct date should be 06-26-2023 for the submission under core ID (B)(6).

Event description:
Subsequent to the intial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.